Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station failed to communicate with the server. The field service engineer (fse) had found that the station had not been communicating. After logging into the admin panel, the fse discovered that the data port where the category 5 (cat5) cable had been plugged in was not connecting. The fse had moved the cat5 cable to the data port above it, successfully establishing a network connection and synchronizing it with the server. Additionally, the auxiliary half-height drawer 6.2, row c, had been off the bus. The fse had powered off the station and had reseated the row board connectors for drawer 6 (positions 1 and 2). After performing a hardware test application (hta), the test had passed. Finally, the customer had completed the inventory of medication in row c of drawer 6.2, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, the station failed to communicate with server. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.